Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to faulty forces sensor resistor. Motor passed motor test pump received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.